Event description:
During follow-ups on (B)(6) & (B)(6), 2010, it was discovered that the patient received multiple therapies in the presence of ventricular oversensing. Upon interrogation, the programmed displayed a warning message about a device reset but no reset related warnings were found in the .cso files. The device remains implanted at this time and a recommendation was requested from the manufacturer. The manufacturer stated that the patient safety can not be ensured and it is recommended that a system revision be performed shortly in order to check both of the lead integrity and the connection to this ICD. This information was relayed to the complainant.

Manufacturer narrative:
(B)(4).the analysis on this device is pending. Since the device remains implanted, the programmer files were reviewed.the files revealed an inconsistency when reading device parameters. Considering the available information, patient protection could not be ensured and the manufacturer recommended a system revision.reportedly, upon patient request, device tachy therapies were switched to off and no revision was performed. Device remains implanted at this time.

Event description:
During follow-ups on (B) (6) 2010, it was discovered that the patient received multiple therapies in the presence of ventricular oversensing. Upon interrogation, the programmed displayed a warning message about a device reset but no reset related warnings were found in the .cso files. The device remains implanted at this time and a recommendation was requested from the manufacturer. The manufacturer stated that the patient safety cannot be ensured, and it is recommended that a system revision be performed shortly in order to check both of the lead integrity and the connection to this ICD. This information was relayed to the complainant.

Manufacturer narrative:
The analysis on this device is pending. Device remains implanted at this time.